Event description:
It was reported via medwatch number: mw5120170 that a female who underwent an unknown breast surgery with a mentor smooth round moderate profile, 300cc saline prosthesis experienced unexplained systematic symptoms postoperative including, fibromyalgia, meniere¿s disease, raynaud¿s, autoimmune blood disorder, platelets disorder, cardiovascular complications, heart regurgitative valves, irregular arrhythmias, palpitations, supraventricular tachycardia, memory loss, pain, fatigue, muscle weakness, brain fog, frozen shoulder, endometriosis, cysts, difficulty word finding, hypothyroidism, headaches, migraines, rashes, tinnitus, endometriosis, anxiety, insomnia, food allergies, allergies to adhesive, jaw issues, difficulty breathing, shortness of breath, cervical dysplasia, and gastrointestinal issues. The patient reported that I had to have an early hysterectomy, cervical dysplasia iii, removal of gallbladder from acute onset, hernia removal, and gastrointestinal issues. The patient seeking surgical consultations to have devices removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).